Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a review of the log which confirmed the reported issue. The issue resolved when the unit was restarted. No cause determined.

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. There was no report of patient involvement.